Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. Review of the device logs showed no evidence of a shut down occurring on this device. No low battery or shut down warning messages were present and all power off events shown were power button presses or power pulls. The device was subjected to extensive testing including bench handling, defib stress testing and environmental stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The monitor board was replaced as a precaution. The device will be recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.